Event description:
It was reported that, the subject device connector was physically broken. It is unknown when this occurred or if it involved a procedure. A request for addtional information is in progress. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported failure was confirmed. Additionally, the device evaluation found distal fiber breakage, a sharp dent on distal edge, and minor scratches on the outer tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.